Manufacturer narrative:
Additional information was received that the physician did not know if the infection was device or procedure related. Antibiotics were prescribed.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had infection at the ipg and lead implant sites. Symptoms were swelling and pain at the incision sites. It was unknown what caused the infection. The patient underwent an explant procedure.

Event description:
A report was received that the patient had infection at the ipg and lead implant sites. Symptoms were swelling and pain at the incision sites. It was unknown what caused the infection. The patient underwent an explant procedure.